Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The customer stated that they had found debris is the optical pathway of the photometer. The debris was cleaned and removed. The fse inspected the instrument cuvettes. Cuvettes were cleaned or replaced based on the severity of the defect observed. Following the service activities, the system was verified with precision run, photocal, calibration, and quality control. Once this was completed, the system was restored to full functionality. In conclusion, the cause of this event was a dirty/ malfunctioning cuvettes. (B)(4).

Event description:
The customer reported obtaining multiple erroneous erratic creatinine patient result on their au5800 clinical chemistry analyzer (s/n: (B)(4).). No issues with sample integrity were reported by the customer. There was no report of an injury or illness to the patient attributable to the output from the device in this event.